Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to failure to follow instructions. A labeling review was conducted using the product label cf-hq1100dl. No anomalies were found. Is the reported risk/harm listed in the IFU? Yes. Was the device used in accordance with the IFU/label? No, in the IFU it is stated: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Does the IFU/label need to be revised or was there an issue with translation, wording, or graphics? No. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope's jet tube had foreign objects. There was no patient involvement.